Event description:
It was reported that the patient implanted with this artificial urinary sphincter presented with recurring incontinence. A revision surgery was performed in which the physician confirmed that the patient was no longer continent due to leak in balloon. The device was explanted and replaced. There were no further patient complications.